Manufacturer narrative:
One rfa2020 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was not stable. The reported condition was confirmed. The water circulated normally through the sample but the sample did not read the temperature properly. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature was minus 4 celsius during ablation and a break occurred at the moment the surgery touched the needle. There was no patient harm. Another product was used to complete the procedure.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature on the electrode was minus 4 celsius during ablation. The electrode eventually stopped working. Another product was used to complete the procedure. There was no patient harm.